Event description:
(B)(4) MDR - after an implantation time of 30 month, premature battery depletion (eos) was reported. Furthermore, no tests could be performed, and no reprogramming of the device was possible. No deterioration of the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
(B)(4) MDR.